Manufacturer narrative:
E1: patient city: (B)(6). Patient country: india.

Event description:
Unomedical reference number (B)(4). Event occurred in india. It was reported that patient faced infusion set occlusion events on (B)(6) 2024. No further information available.